Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) st jude lead, implanted (B)(6) 2009 (B)(4) lead; implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing shortness of breath and dizziness. Intermittent atrial undersensing was present during atrial arrhythmia on the current electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.